Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black during withdrawal. Resistance was encountered, and the entire closure system could not be further retracted. There was no reported patient injury. There was no difficulty or resistance encountered when connecting the non-cordis sheath with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly, and an audible click was heard. A significant reduction in pulsatile blood flow was observed, and the device and 5f non-cordis sheath was slowly withdrawn. The operator avoided forcibly pulling the device and instead gently rotated the closure system inside the patient. After two to three attempts, the closure system was successfully removed from the patient¿s body. As the indicator window had not changed color, the operator did not press the plug release button. No black or red color was seen in the indicator, and the physician did not place their thumb on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed with no anomalies observed. The device was not deployed outside the body. The device had been used following a hepatic angiography procedure and was applied in accordance with standard operating procedures. A retrograde approach was used during the procedure, and the patient experienced no other adverse events post-procedure. The operator was trained in the device, which was stored and prepared according to the instructions for use (IFU), with no visible pre-use damage. Femoral artery suitability was confirmed via angiography, including insertion angle, and vessel diameter was verified to be =5 mm. No visible calcium, plaque, stents, or >50% stenosis were present near the puncture site. There were no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. It is unknown if the site had been previously closed within 30 days. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A functional analysis was executed using the returned csi, which was tested by being inserted into the unit and withdrawn from it. During this analysis, no friction or resistance was perceived. Additionally, a deployment simulation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic analysis was performed for the internal mechanism of the device. During this analysis no internal abnormal condition was denoted. The reported events of ¿vascular closure device (vcd) withdrawal difficulty¿ and ¿indicator window no change to indicator¿ were not observed on the returned device, as functional analysis demonstrated that there was no resistance/friction with the returned csi. Additionally during functional analysis the full window transition with successful plug deployment occurred. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported events, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs to advance the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). The IFU gives the following caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180 degrees, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ additionally, the IFU warns, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black during withdrawal. Resistance was encountered, and the entire closure system could not be further retracted. There was no reported patient injury. A significant reduction in pulsatile blood flow was observed, and the device and 5f non-cordis sheath was slowly withdrawn. The operator avoided forcibly pulling the device and instead gently rotated the closure system inside the patient. After two to three attempts, the closure system was successfully removed from the patient¿s body. As the indicator window had not changed color, the operator did not press the plug release button. The device had been used following a hepatic angiography procedure and was applied in accordance with standard operating procedures. Additional information was requested but not provided. The device will be returned for evaluation.